Manufacturer narrative:
(B)(4).

Event description:
A patient's pump had alarmed, and had stopped for 1 hour. The pump could not be interrogated to decipher the alarm, as the program screen had indicated a "broken programmer" symbol. The symbol was displayed after telemetry was completed, but before the pt's info had been loaded on to the screen. Two other programmer devices were tried, but the same issue occurred. The patient did not have any MRI or radiation therapy, however, a large computer room was noted as being across the room. The physician moved the patient to another room and the pump could then be interrogated. The pump was reprogrammed successfully. It was noted that a low reservoir alarm had occurred on (B)(6) 2010. The physician noted, it was unusually harder to establish telemetry on this pump vs. Others they had programmed before. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, but was not available as of the date of this report.